Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin on board (iob) reading was inaccurate. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain a pump upload so a log review could be performed; however, no response from the customer was received.